Event description:
It was reported that during an unknown procedure, the staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.